Manufacturer narrative:
Concomitant medical products: 419388, lead & 5076-52, lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for out of range (oor) low pacing impedance. Review of a remote monitoring transmission indicated that pacing impedance had been declining prior to the triggered alert. The lead remains in use, and the clinician will continue to monitor the lead at this time. No patient complications have been reported as a result of this event.